Event description:
Surgeon was tightening the final set screw on the cross connector and the driver tip snapped off inside the screw hex. The tip is lodged in the cross connector and could not be removed. As the situation resulted in an unintended piece of the device being left in the body and a delay to the case in excess of 30-min. An MDR is being filed to document this malfunction.

Manufacturer narrative:
Device was returned with the tip broken off and missing. The driver was manufactured in 11/2002. The condition of the tip prior to breaking is unknown. Device was more than 3-years-old at the time of the malfunction. A definitive cause of the event cannot be determined at this time. Events of this type are typically caused by excessive force placed on the instrument during final tightening.